Event description:
The user's internal device has reportedly migrated supposedly after a trauma that occurred in early 2021. The user is not able to wear the device anymore because the coil will not stay attached due to the position of the housing. According to the clinic the site of the implant is also sore. However, this is not caused by the magnet since the user is not wearing the audio processor. The device was explanted. It was noted that there was scar/crusting over the area of the magnet, which indicated to the surgeon that the skin may have been open at one time. The device had migrated to 90 degree position. When the scar was removed, fluid and pus was expelled from the wound. A culture was taken of the drainage, which showed haemophilus influenzae growth. The stimulator potion and coil were removed. The electrode was cut and left in situ. An x-ray was taken to determine if the electrode was in cochlea. The surgeon felt that the x-ray indicated possible extrusion of the electrode. The incision was reopened and verified that the electrode was still in the cochlea.